Manufacturer narrative:
One device was returned for analysis of complaint that the device displays the error that it does not recognize 1 ml and 3 ml syringes. This is a high priority alarm which could occur during infusion. The complaint is reportable based on investigation findings. Review of event history found syringe plunger not in place, force sensor test, base not responding. Review of service history found no recent service history. Visual and functional testing was performed. Confirmed complaint, pump does not recognize when a 1 or ml syringe is loaded into the plunger. Discovered plunger flipper gears are not aligned properly preventing the flippers from closing properly. Replacing both plunger cases and properly aligning the plunger flipper gears resolved the complaint. Replaced all damaged, malfunctioning and worn components. Device passed testing post repair.

Event description:
It was reported that the device displays the error as does not recognize 1 ml and 3 ml syringes. Investigation confirmed complaint that pump does not recognize when a 1 or ml syringe is loaded into the plunger. This is a high priority alarm which could occur during infusion. The complaint is reportable based on investigation findings.